Event description:
Customer reported one of the floor lock feet is missing causing to table to wobble. There was no report of patient injury or procedural delay. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer reported one of the floor lock feet is missing causing to table to wobble. There was no report of patient injury or procedural delay. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The customer alleges that one of the locking feet for the floor is missing, causing the table to wobble and an error message was displayed indicating that the brakes are not locked during case. According to the baxter technician's feedback, there was no error message observed when the table was inspected. The rubber cap on the lock feet on the left head side was missing. A tipping of the operating table due to the missing rubber cap on the locking foot is very unlikely. Even if the cap on the foot is missing, the hydraulics of the jacking unit would compensate for the height difference that this creates (approx. 1 cm). Tipping would only be conceivable if one of the four lock feet¿s does not extend, and the table only rest on three feet. This could apparently not be determined. Otherwise, this failure occurs frequently because there may be a hardware error in the hydraulics that is not detected by the sensors. Since it was reported as a single fault, it can be assumed that only the rubber cap on a jacking unit was missing. The table was manufactured in 2014. It is quite conceivable that the locking foot was damaged, which is why the foot was missing. The defect rubber cap was replaced. Based on this, no further actions are necessary.